Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge which cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted.